Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient experienced acute upper abdominal pain. On (B)(6) 2019, an abdominal computed tomography (CT) scan was performed, which showed a pneumoperitoneum and the distal part of the j-tube in the stomach. The patient remained hospitalized. Blood work drawn on (B)(6) 2019 showed inflammation of non-bacterial origin. The patient was given paracetamol as needed for pain and parenteral feeding from (B)(6) 2019. On (B)(6) 2019, a 2nd abdominal CT scan was performed, showing that the pneumoperitoneum was almost completely reabsorbed. The j-tube was re-positioned endoscopically on (B)(6) 2019.